Event description:
It was noted during routine generator change out that the implantable cardioverter defibrillator (ICD) previously exhibited episodes of post-paced t-wave oversensing (pptwos). During the exchange, it was seen that the coronary sinus lead was causing atrial capture. The lead was capped on (B)(6) 2025. The patient was stable.